Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient had 2 hard lumps in the upper mid-line incision site which were red and pusing. The surgeon/physician suspects the lumps are caused by the absorbable sutures reacting to the patient's body. The physician believes that infection was not device or procedure related. The patient was not given any medication. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.